Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 42mg/dl. The customer's most current level was unknown. The customer treated with glucose tablets. The customer called to inquire about replacement pump. No further assistance needed. The incident was documented.